Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in canada notified biomérieux of obtaining a misidentification of corynebacterium spp as brucella spp in association with the vitek® ms (ref 410895, serial (B)(4)). The customer reported that the vitek® ms obtained a result of brucella spp (99.9%). The isolate was sent to a reference laboratory where it was identified as corynebacterium spp. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of corynebacterium spp as brucella spp in association with the vitek® ms (ref 410895, serial (B)(4)). Investigation; fine tuning: status good at the time of acquisition. According to the vilink alert tool criteria, fine tuning status was at the limit during the tests made (B)(6) 2021. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. The fine tuning indicators acceptance criteria could be affected by the non-optimal fine tuning made prior to the misidentification and by the quality of the calibrator spot preparation. In these conditions, the vilink alert tool might not reflect the real status of the system. Good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system using the vilink alert tool. Kb review: based on the information provided, the expected identifications have been defined as corynebacterium spp which is not present in vitek® ms kb v3.2 at a genus level. However, vitek® ms kb v3includes more than 43 species of corynebacterium. Sample data analysis: the analysis of the mzml data shows that number of peaks were heterogeneous (between 19 and 72). The misidentification (brucella spp) was obtained from the spectra having a low number of peaks (32) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30 for ¿all peaks¿). The no identification results were due to ¿not enough peaks¿ or ¿too noisy¿ spectra. This can occur when the amount of sample in deposited in the spot is too thick (too dense) or too thin (not enough organism to detect). Consequently, the amount of ¿good peaks¿ detected during acquisition will be not sufficient to allow a good identification. Reprocessing the customer data with next vitek® ms kb under development allows to eliminates the misidentification (brucella spp). Spectra led to low discrimination between acidipropionibacterium jensenii and corynebacterium aurimucosum. The expected species appears to be a species that is not part of the customer¿s vitek® ms knowledge base version. However, the sample would need to be sent for sequencing (an established reference identification method). Conclusion: the cause of the misidentification issue as brucella spp is a kb weakness with a bad quality of spectra (linked to a non-optimal spot preparation or/and non-optimal fine tuning). Significant improvements (change request #(B)(6)) have already been made by r&d for next vitek ms kb version to limit misidentification to brucella spp. In addition, vitek® pickme could be used to optimize the quality of deposit. In addition, the following system limitation is mentioned in the vitek® ms v3.0 knowledge base user manual ref. (B)(4) : ¿ testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4)) to help with sample spot preparation. Lastly, service suggested the customer perform a new fine tuning that ensures all of the mandatory acceptance criteria are met.